Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. In addition, a different issue was identified. The information will be used for tracking and trending purposes.